Event description:
To complete a dental restoration on this patient, a diamond burr (1.6mm diameter and 19mm length) was placed in a high speed handpiece to remove debris and polish. The dentist confirmed that eh burr was secured in the drill by pulling on burr. The burr came into contact with the distal lingual surface of the restoration. The burr dislodged from the handpiece, the procedure stopped and the patient sat up. The patient was not injured, and the burr was not seen. The patient had x-rays in radiology, the burr's location confirmed and the patient underwent esophagogastroduodenoscopy (egd) under anesthesia, with the drill bit successfully retrieved from the third portion of the duodenum. The patient had no one to drive him home and stayed in the extended recovery unit overnight and left for home the next morning at 10am.